Event description:
The manufacturer received information indicating a patient using a trilogy evo ventilator has died. Based on information provided and available, the reported event of the passing away dur to respiratory failure, despite resuscitation measures and it was reported that they suctioned the patient with the device in standby mode while the device was being used with non-invasive positive pressure ventilation and forgot to press the start button after that. Although the alarm was observed on another vital signs monitor, it was too late, resulting in the patient¿s death, likely an unintended use error. It was reported that it is believed that no malfunctions were on the device. It was also later reported that it was confirmed on the vital signs monitor that the patient experienced bradycardia and resuscitation measures were performed. However, the patient unfortunately passed away. Device evaluation and log attachments are currently pending. Therefore, device cause or contribution to the reported event of death while on the device cannot currently be confirmed nor refuted based on the evidence presented. Further good faith efforts and information gathering are required to determine if the device caused or contributed to the patient¿s event. The device has not yet been returned to the manufacturer. Therefore, device functionality is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer¿s investigation has been completed.

Manufacturer narrative:
It was previously reported that the manufacturer received information indicating a patient using a trilogy evo ventilator has died. Based on information provided and available, the reported event of the passing away dur to respiratory failure, despite resuscitation measures and it was reported that they suctioned the patient with the device in standby mode while the device was being used with non-invasive positive pressure ventilation and forgot to press the start button after that. Although the alarm was observed on another vital signs monitor, it was too late, resulting in the patient¿s death, likely an unintended use error. It was reported that it is believed that no malfunctions were on the device. It was also later reported that it was confirmed on the vital signs monitor that the patient experienced bradycardia and resuscitation measures were performed. However, the patient unfortunately passed away. The trilogy evo o2 ventilator was returned to the manufacturer's service center for evaluation. An operational check of the device was performed, and no abnormality was found. Functional test was performed, and no failure was found. An internal check of the device was performed, and it was confirmed the sheath of the direct current (dc) harness lead wire was crushed, but there was no issue which could affect device behavior or functionality. Given these evaluation results, it has been determined that there is no issue with this device as it would relate to patient harm. The dc harness assembly was replaced since its lead wire was found to be crushed. The device passed final testing and was confirmed to operate properly. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.